Manufacturer narrative:
The patient reportedly did not fuse and the anatomy slipped back into spondylolisthesis. It is reported that this is a young patient who began to play volleyball again approximately 18 months post-operatively. It is unknown exactly when the screws broke. Screws were retained by the hospital and will not be returning. A review of the manufacturing records was performed and no discrepancies were found. Parts not returned.

Event description:
Broken everest screws at s1 discovered during a planned revision case approximately two years post-op.